Event description:
It was reported the xenon light source had the xenon lamp not turn on, but the spare lamp did. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to power supply failure. Moreover, it was discovered during the invetigation that there was an e103 code error (when the lamp lighting failed) which also occurred due to power supply failure. Thus, the definiatve root cause could not be determined and the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device. Additional information: h4.